Manufacturer narrative:
Cusa excel standard tip (product ID (B)(4)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The cusa excel c4614s was not returned for evaluation since the customer reported that the device will not be returned for evaluation and no photo was provided to confirm the reported condition. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. If the device is later returned, the complaint will be reopened to perform the respective evaluation and document the failure analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that while setting up for a procedure a small black hair about 1 cm in length resting inside the packing along with the tip. As a result, the entire operating room (or) table had to be taken down. This delayed the case as the equipment had to be sterilized. There was a delay of 2 hours without patient adverse consequence.